Event description:
Related manufacture reference number: 2017865-2022-06732, related manufacture reference number: 2017865-2022-06733. It was reported that the patient presented during the emergency room. Upon inspection, it was noted that the pacemaker had migrated, causing dislodgement and loss of capture for both atrial and right ventricular lead. Both leads were explanted and replaced on (B)(6) 2022. The pacemaker was reposition during the same procedure. The patient was in stable condition.